Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 8.0 inr. The correspondding lab result reported was 4.3 and 4.8 inr. The pt's coumadin was held for one or two days based upon the lab.